Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell three of four. During troubleshooting, the hp stated that one of the bags became loose and disconnected during therapy. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy. The hp was to finish therapy with manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.